Event description:
It was reported that patient lost pain control 4-5 weeks ago, had not falls or accidents. A dye study was attempted but they were able to get a couple drops in tubing. The catheter was replaced as the old catheter was broken just distal to anchor. Patient sustained no injury; recovered without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis report of catheter revealed that it was broken. The most distal end of the catheter segment had a slight jagged look to it along with a slightly oval shape when viewed in a cross section. That finding indicated that the catheter was compressed in that area and was most likely broke at that point.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4). Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: pouch model: 8590-1, lot# n289889, implanted: (B)(6) 2011. Explanted: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.